Manufacturer narrative:
Concomitant medical products: product ID: 37746,serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported poor communication/ poor communication screen with the patient programmer, and that the last time stimulation was felt was last week. The patient was not able to communicate with the implantable neurostimulator (insr). The last time the patient felt stimulation was last week; the last successful recharge session was two weeks ago. The patient did not always recharge to the point of seeing water droplets, but recharges until the battery is full, and tries to get all coupling bars. The patient had stimulation low as he doesn't do as much manual labor. Follow-up was performed to determine if the issue has been resolved and what steps were taken to resolve the reported event. This event will be updated if additional information is received. The patient indication included post lumbar laminectomy syndrome, and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that his doctor had not been able to schedule a manufacturer representative (rep) to resolve his overdischarge event yet. Due to stimulation being off, his chronic pain had returned and he missed a week of work due to this as well as experiencing walking ability issues. Neither the patient programmer (pp) nor the recharger would connect.